Manufacturer narrative:
H3,h6) the hardware investigation found that the reported event was related to a hardware issue. The instrument contained galling and significant impact mark on the frame. This issue was documented in a medtronic navigation hardware anomaly tracking database. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the blue guidance system navlock attachments did not spin freely when a tap and a driver were inserted intraoperatively. The issue was identified during the navigation task and resulted in less than one hour of extended surgical time. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the attachments did not spin freely when attached to a powered drill.